Event description:
It was reported that during the pre-use check, leakage of medical fluid from the product was observed. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. D4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received without its original packaging, in used condition, and decontaminated. A visual inspection noted the proximal end female luer connector was cracked. The device failed a leak test confirming the complaint. A root cause could not be determined however it is believed the female luer connector became damaged after the product left the manufacturing facility. A device history record (DHR) review could not be performed as the lot number was unknown. This failure will continue to be monitored and further action taken accordingly.